Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Further information was requested from the site in order to investigate the reported event further. However, no further information was provided. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
Surgeon declined to provide patient demographic information. A medtronic on-site representative provided further trouble-shooting and explanation regarding the software math document. The medtronic representative also checked the instruments and could not see any visible damage or bending to give geometric error. Further review by a medtronic product expert found that the blue status bar is likely not an issue. We cannot predict how spherical the femoral head is. If it is perfectly round then the calculation will be likely fast as the leg will rotate well within the hip socket. If the head of the femur is dysplastic, which is not all that uncommon in patient's requiring knee/hip replacement, then the hip joint can take longer creating more difficulty capturing the true center. The inaccuracy allegation is still under investigation. - 09/08/2015 a medtronic representative, following-up at the site, reported the inaccuracy was noted, before incision. There was no harm to the patient. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a total knee replacement (tkr) procedure, the surgeon alleged an inaccuracy. The surgeon alleged a 10 millimeter error, after which, the use of the navigation system was abandoned and the procedure was continued using routine method. As stated by the surgeon, delay was not much, as their usual method and instruments were near by. The surgeons proceeded with their standard method, without navigation. The surgeons used their traditional method to confirm and went on with the implants they regularly use. There was no impact on patient outcome.